Manufacturer narrative:
Additional information: the resolute onyx drug eluting stent was being used by experienced operator to treat a mid/distal rca with moderate calcification, 80% stenosis, moderate tortuosity, class b2 lesion. Device was inspected prior to use, no issues noted. Lesion was pre-dilated. Device would not advance. The stent and delivery system were removed immediately. Patient status is alive. Procedure was not completed, physician just used poba. Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 16th distal stent wrap with struts raised. There was slight deformation to the distal tip. There was a kink on the distal shaft 7.1cm distal to the guidewire entry port.

Manufacturer narrative:
(B)(4).

Event description:
An attempt was being made to use a resolute onyx drug eluting stent. It was used in patient and when moved via sheath it felt "gritty". The device was removed from the patient. When inspected, the stent was found to have a strut protruding. No patient injury is reported. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.